Manufacturer narrative:
(B)(4). Batch # l51k0r. Additional information was requested and the following was obtained: when jaws did not open after clamping the target tissue, did the device deliver any staples? No. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. When jaws did not open after clamping the target tissue, did the device cut? No. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? No information. If yes, did the jaws eventually open? No information. Did the ec45a device cause the tissue tear? The doctor said ¿no¿. If yes, please explain. Na. The ec45a device was received for analysis with no visual non-conformances and with an ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open after clamping the target tissue. The cartridge was gold. After that, the expanded tissue with a forceps was pulled too much and the tissue tore. Additional suture was performed by hand to complete the case. There were no adverse consequences to the patient.